Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200-250 units of insulin. Blood glucose was not impacted. Customer cleared the notification, went through fill tubing again and completed load successfully.